Event description:
Pt reported an infection to facility. Medical records review indicated a suture abscess had developed in a previous incision. The abscess was incised and drained and the sutures were removed. The pt reportedly did well following this procedure.